Event description:
The customer reported that the image was captured, but it disappeared and left only the thumbnail image on the right hand side. The technician stated that the image remained on the screen for approximately one minute then disappeared. An error code displayed indicating a failure to load the image. The image could not be sent to pacs storage. The technician was directed not to re-expose the infant per the radiologist.

Manufacturer narrative:
(B)(4). Investigation found that the cause of this problem was related to a software issue. The computer has been replaced to eliminate the computer as a possible cause. The software was upgraded to version (B)(4), including the patch. An rf interference site survey was also completed. (B)(4).